Manufacturer narrative:
The reported event that cross plate mtp, left anchorage was alleged of issue s-12 (implant breakage after surgery) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. Based on investigation, it is not possible to identify the exact root cause of the breakage as we do not have enough information regarding circumstances of the event and the device was not returned. However, based on the complaint history and previous investigations, we cannot exclude that this breakage could be patient related and could have been caused by overload (vibration/fatigue fracture, fall or trauma) or insufficient bone-to bone contact. Please note that the literature reads: ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis." [Original statement] a review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeon's education. Stryker offers labeling of best quality (op-tech, IFU) but stryker cannot grant that all users are skilled in the special field of podology and have read the labeling with diligence. In the case of an overloading or due to poor implantation technique implant failure may result. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The surgeon reported that he implanted an anchorage mtp plate and that is broke after implantation. The surgeon plans to revise the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The surgeon reported that he implanted an anchorage mtp plate and that is broke after implantation. The surgeon plans to revise the patient.